Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a total laparoscopic hysterectomy, patients developed postoperative infection/ cellulitis on their vaginal cuff. Due to benign diseases, eighty-nine patients were in the standard suture group and 208 patients were included in the barbed suture group. Vaginal cuff dehiscence was identified in only three (3.3%) patients within the standard suture group and none in the barbed suture group. Five (5.6%) patients in the standard suture group and two (0.9%) patients in the barbed suture group developed postoperative cuff infection/cellulitis. Duration of the surgery was significantly shorter in the barbed suture group than in the standard suture group. 180 unidirectional barbed suture, which was used during surgery for vaginal cuff closure, is an applicable, safe and tolerable alternative to a standard suture. At present, there were only a limited number of studies of regarding the suture in the literature. What the results of this study demonstrated that barbed sutures used for enabling vaginal cuff integrity did not cause major morbidity and mortality for the patient. They suggested that the barbed sutures offer a practical, safe and tolerable alternative for surgeons because they were easy to use, do not cause a significant increase in vaginal cuff complications, and shorten the operating time. They believed that the barbed suture, the surgery results of which were openly discussed in the study, will be more prominent in clinical practice owing to the shortened operating time, and that the use of these sutures did not cause a significant increase in vaginal cuff complications. Patients who had complications were treated using antibiotherapy under out-patient conditions.